Event description:
It was reported that the patient had lost their device in a move 2 years prior to the date of the report. It was further reported that the patient had foot surgery in (B)(6) 2013 and had an infection in their heel. It was noted that the patient was diabetic. It was then reported that the patient had been going to the wound center for 2 years and it was discovered that the infection had gone into the bone. The patient then reportedly went to rehabilitation and their stimulator had not worked since. It was noted that ¿somehow they stopped it in the or.¿ it was also noted that the patient had surgery on their wrist as well. It was later reported that the patient¿s foot surgery was unrelated to their pump and that during the surgery the stimulation was shut off. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 377760, lot# v004335, implanted: (B)(6) 2006, product type lead. (B)(4).